Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
A sealed retail kit contained an uncapped lancet that was already loaded inside the lancing device. No adverse event alleged. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The customer did not return the uncapped lancet or the package of the remaining lancets but did return the lancet device. The lancet device showed obvious signs of long usage including physical damage. Review showed that the lancet device was manufactured in 2005 while the reported lot of lancets was manufactured in 2016. These products would not have been packaged together in a retail kit. The condition of the used lancet device confirms that it was not from a newly opened retail package.